Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump was running between 2000 to 3000 rpm. X-rays were sent to the manufacturer for review as there was evidence of damage at the end of the bend relief of the exterior part of the percutaneous lead. The patient was put on batteries. On (B)(6) 2014, the manufacturer's technical service representative conducted a percutaneous lead distal end replacement according to procedure.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.